Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, resulting in a cracked touchscreen that limited navigation along the bottom of the display, while blood glucose remained unaffected and the device otherwise functioned. Symptoms included no reported adverse clinical effects. Outcomes included shipment of a replacement ilet, instructions to shut down the damaged device before return, and guidance to continue cgm use and to resynchronize data via the mobile app since device data would not transfer. Investigation included collection of device photos, verification and update of the active device serial number, confirmation of shipping and return logistics, and tracking of the return. Investigation of this case revealed physical damage to the user interface/display consistent with accidental drop, with no evidence of performance failure beyond impaired touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage to the display.